Manufacturer narrative:
Multiple good faith efforts (gfe) were performed with the customer. The customer is opting for the replacement of the wheel or caster instead of the whole stand. The customer has not repaired the device, and the issue has not been resolved due to unavailability of the replacement part. Repair will be completed once the wheel or caster becomes available. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer, reporting that the one of the casters on the v60 device's universal stand broke. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A philips remote service engineer informed the customer that the casters are no longer available for the universal stand. The customer was informed that the entire stand and assembly would need to be replaced, and the customer was provided with the part number.